Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulsed field ablation catheter was selected for use for an atrial fibrillation procedure. It was reported that coronary spasm was observed during the procedure on (B)(6) 2024. Final angiogram showed no obvious lesion across right coronary artery. No additional information was provided on the procedure and patient outcome. Furthermore, the patient was clinically admitted on (B)(6) 2024 and a coronary angiogram was arranged to exclude coronary stenosis. No abnormality was observed in angiogram. The patient was discharged on (B)(6) 2024. The device is not expected to be returned.